Manufacturer narrative:
The ICD is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was undergoing a pocket revision for an infection. During the procedure, the physician was unable to correctly connect the rv lead in the device header. Visual inspection of the rv port noted that there was an obstruction. Both the ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the rv port revealed that the spring contact was pulled from the spring channel and stretched into the lead barrel. The seal plug was intact and the setscrew moved freely and without issue. Due to the damage found in the lead port, no further analysis was conducted. Laboratory analysis was able to confirm the field observations that there was an obstruction in the rv port.